Manufacturer narrative:
Concomitant medical product: product ID: 37602, serial#(B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson¿s and movement disorders reported that the patient¿s devices have moved down towards the breast area, which has been occurring since implant. No medical symptoms were reported. No further complications are anticipated.